Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners, display window, cracked reservoir tube, battery tube threads and minor scratches on lcd window.

Event description:
It was reported the insulin pump alarmed button error and was damaged. The lower left and right of the display are cracked. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.